Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator's (crt-d) battery exhibited premature battery depletion (pbd). This crt-d was then successfully replaced. No additional adverse patient effects were reported. Device was discarded by the hospital, therefore, no product return is expected.